Event description:
User alleges one incident of the hypodermic needle adhesive seal, between the metal and plastic, not holding thus allowing needle to disassemble. Needle was able to be retrieved from the pt, however, clinician received needle stick when removing shaft from pt.

Manufacturer narrative:
Results evaluations: we are anticipating the return of the sample involved in this event. Upon the return of the sample, and a completed investigation, a follow-up report will be submitted.